Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital experiencing diaphragmatic stimulation. The implantable cardioverter defibrillator exhibited backup vvi mode. After software download via engineering test page, normal device function resumed and the diaphragmatic stimulation stopped.